Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes, h.3 device eval by manufacturer? Yes, d9: returned to manufacturer on: 12-mar-2025. Investigation summary : bd received 148 samples from lot 4198210 and 28 samples from lot 4166344 and 2 photos for investigation. The photos and samples were reviewed and the customer¿s indicated failure mode for gel air bubbles was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg ,17 tubes contained gel air bubbles; the number for each lot # was not specified. There was no health impact or consequences reported.

Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg ,17 tubes contained gel air bubbles; the number for each lot# was not specified. There was no health impact or consequences reported.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 4198210, d4. Medical device expiration date: 31-jul-2025, h4. Device manufacture date: 16-jul-2024, d4. Unique identifier (UDI)#: (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.